Event description:
Two edta tubes with lot#5101938 and exp. 08/31/2026 were found in phlebotomy stock misshapen /defective. Defective tubes as well as all remaining tubes with this lot number were removed from stock on [redacted], supply chain manager as well as all other needed leaders were made aware.